Event description:
Increasing difficulty with left knee. Complained of pain over proximal tibial area. Possible tibial loosening or erosion of previous left total knee arthroplasty. Revision of tibial prosthesis left total knee arthroplasty.